Event description:
Additional information: it was reported the patient ¿did not know if it was her stress that was making it seem like the pain medication was not working like it was before or it she was getting less.¿ additional information received (B)(4)-2013 reported the patient had to have her catheter replaced. It was unclear when the replacement took place.

Event description:
It was reported that the patient had a fall, 'scraped' the pump, subsequently had a change in therapeutic effect, developed a lump on their back and suspected a catheter and/or pump issue as it was felt they were not receiving their medication. Patient was doing some heavy lifting in (B)(6) 2012 and hit a door jamb very hard, hitting and scraping across the pump, and then subsequently falling. Starting at some point after that occasion, the patient did not feel like they were getting any medication. The patient followed up with the pump healthcare provider (hcp), who felt there was no issue with the pump. The patient later reported that following a medication change to morphine, clonidine and bupivacaine that the pain management was 'wonderful' until (B)(6) 2012. It was later reported on (B)(6)2012 that there was a return of symptoms and the patient's pain was 'so bad' that it was not felt they were receiving medication from the pump system. The patient had an epidural of the cervical neck and lower back the week prior to (B)(6) 2012, and 'it didn't work.' As of (B)(6) 2012, the patient had a lump on the left side of the spine and it 'hurt bad.' The patient stated the area over the lump was hurting prior to the epidural and that's why the epidural was done, but the lump was not discovered until after the epidural. The reporter stated that the lump was hard underneath the skin and the patient was questioning if it was possible that the "tube" got lose and that's why there is a bump in the spine. The patient was also having pain in the lower back and right leg. It was then later reported that same day that the patient was undergoing an ordered MRI scan due to the increase in pain that the patient was having for the week leading up to that point. No other information was reported following the MRI. The medications in the pump were morphine, clonidine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient also had personal therapy manager/programmer (ptm) issues related to the already reported fall. It was noted that the ptm would beep for a minute "or more" and then would "tell her that she was locked out." No patient symptoms associate with ptm. A supplemental report will be filed if further information is obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot# n321565, implanted: (B)(6) 2012, product type neuro accessory. (B)(4).